Event description:
It was reported that, during a replacement procedure for normal battery depletion on the device, this right ventricular (rv) lead was surgically abandoned. This rv lead was implanted for over 25 years and in the procedure, it was noted the lead was coming apart, the revision procedure was successfully performed and a new lead was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.